Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported the patient's lost therapy after experiencing a fall. In turn, the patient's ipg was deemed inoperable. As a result, the patient's ipg was explanted and replaced.

Event description:
Follow-up revealed surgical intervention addressed the patient's issue.